Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026, the patient was at a store and experienced feeling dizzy while being at the counter. The cgm reading was 62 mg/dl, and the blood glucose reading was 32 mg/dl. Ems was called. The cgm sensor was removed and when a fingerstick was taken the blood glucose reading was 70 mg/dl. Ems gave her some food and waited for the patients sugar to come up. After a few minutes, they another fingerstick was taken and the blood glucose reading was 130 mg/dl. No further treatment was reported to be needed and the patient did not go to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient was at a store and experienced feeling dizzy while being at the counter. The cgm reading was 62 mg/dl, and the blood glucose reading was 32 mg/dl. Ems was called. The cgm sensor was removed and when a fingerstick was taken the blood glucose reading was 70 mg/dl. Ems gave her some food and waited for the patients sugar to come up. After a few minutes, they another fingerstick was taken and the blood glucose reading was 130 mg/dl. No further treatment was reported to be needed and the patient did not go to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.